Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional 3.5 x 23mm xience alpine referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending coronary artery. After a 3.5 x 23mm xience alpine stent was implanted, a perforation was noted. The lesion was dilated with a 3.0 x 30 trek balloon dilatation catheter. Then a 3.5 x 16mm rx graftmaster was advanced, but resistance with the anatomy was felt, therefore it was removed. Anti-coagulation was reversed while pericardiocentesis was performed and a balloon pump was placed. Perforation was not sealed. Patient remains in stable condition. No additional information was provided.